Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband a superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 was attached to the scope and the ligating head secured on the trip wire. The shrink wrap was removed, and the scope was inserted into the esophagus. The nurse manager stated that the bands would not deploy. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.